Manufacturer narrative:
(B)(4). We have requested the return of the subject mr290v chamber for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented humidification chamber, provided with an rt380 adult ventilator circuit, caused a leak during the pre-use leak test. It was also reported that the pre-use leak test passed when the mr290v chamber was replaced. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section a1: patient identifiier updated. Section b5: updated. Section d1: brand name updated. Section d2a: common device name corrected. Section d2b: product code corrected. Section d4: UDI corrected. Section h4: date of manufacture corrected. Section h11: method: the subject mr290v vented autofeed humidification chamber, provided with an rt380 adult ventilator circuit, was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: leak testing confirmed the presence of a leak. Visual inspection of the returned mr290v vented autofeed humidification chamber identified cracks along the base of the chamber's dome. Further analysis indicated that the cracks were most likely due to the application of an external mechanical force. Conclusion: the reported leak was confirmed, and was caused by cracks that were observed on the chamber dome. Based on our investigation, the crack was likely caused by an external mechanical load. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject device would have met the required specifications at the time of production the user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented humidification chamber, provided with an rt380 adult ventilator circuit, failed the pre-use leak test. It was also reported that the pre-use leak test passed when the mr290v vented humidification chamber was replaced. There was no patient involvement.